Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-dependent, asymptomatic patient¿s device is near eri. The vibratory patient notifier was being demonstrated but the patient could not feel it. No intervention planned. The patient has been scheduled for a generator change as eri is nearing soon.